Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an enlite serter but when you push the sensor out, no needle comes out. Customer was having insertion issues. Customer reported that the serter was pulled straight up from the pedestal. Customer followed the correct steps to press the release button to insert the sensor. Customer was advised to return the serter and complete sensor.